Event description:
The report received indicated that during a percutaneous transluminal angioplasty a balloon rupture occurred. The pt had a wall stent implanted 6 months ago and was being treated for restenosis. The target lesion was in-stent re-stenosis of the central vein. There was mild calcification, no vessel tortuosity and 80% stenosis seen. There were no anomalies noted during product inspection or when prepping device. The physician dilated the re-stenosis using an indeflator at 10atm however the lesion could not be fully dilated at this nominal pressure and continued inflating balloon to 15atm. Physician noticed contrast leaking from balloon thereafter and pursued withdrawing balloon catheter without difficulties. There was no separation of any balloon part or any vessel dissection reported. There was no adverse consequence to the pt reported.